Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted all pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a lower glucose scan value while wearing the adc device compared to the competitor¿s brand meter. As a result, on (B)(6) 2022, the customer experienced headaches, dizziness, loss of vision, vomiting, and lost consciousness. The customer presented to the hospital where a glucose test of 380 mg/dl was obtained on the hcp meter compared to a sensor scan of 40 mg/dl, when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. The customer was provided unspecified units of insulin for a diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A complaint was received regarding a lower glucose scan value while wearing the adc device compared to the competitor¿s brand meter. As a result, on 18 may 2022, the customer experienced headaches, dizziness, loss of vision, vomiting, and lost consciousness. The customer presented to the hospital where a glucose test of 380 mg/dl was obtained on the hcp meter compared to a sensor scan of 40 mg/dl, when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. The customer was provided unspecified units of insulin for a diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.